Event description:
The report received from study implanted that the pt had a 3.5mm x 13mm cypher stent implanted in the distal right coronay artery (rca) and over 2 months post-index procedure, the pt was admitted emergently with unstable angina (adverse evnet 1). 100% occlusion was reported. The restentotic lesion was located in the distal rca and had previous bypass. The lesion was treated with balloon angioplasty and cutting balloon. A procedural complication was reported as persistent flow reduction, however, it was reported that the complication was not related to a cordis product. Less than 12 hours after the procedure, the pt presented chest pain and myocardial infarction (mi) with non-st elevation without shock (adverse event 2). An acute thrombosis was reported at the distal rca lesion. The lesion was pre-dilated with a balloon, a cutting balloon was used and a 4.0 x 16 mm bare metal stent was deployed.